Manufacturer narrative:
Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by investigation. Inspection of the received sample revealed that the securement collar, that holds the silicone tubing to the lower pumping segment fitting, was missing from the assembly. Without the securement collar the silicone tubing can separate from the lower pumping segment fitting easily. A device history record review for model 2426-0007, lot number 21109037 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an assembly issue at the manufacturing facility. Investigation of the sample received identified the missing securement collar from the assembly. In addition to the missing collar, the silicone tubing did not have an imprint of being compressed by the securement collar and therefore the conclusion can be made that the collar was never installed on the assembly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the safety clamp while priming it. The following information was provided by the initial reporter: "bd alaris pump infusion set tubing disconnected/broke by safety clamp during priming. Malfunction caught before connect to patient and before significant medication loss."